Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned treatment/non-emergency treatment. The procedure was aborted and was completed by using another system. It was reported to philips that the system did not boot back up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the pan handle engaged. To resolve the issue, the fse released pan handle. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot back up. No harm was reported to philips. Philips has started an investigation of this complaint.